Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious due to the increased risk to the patient of contracting a urinary traction infection because the patient required multiple foley catheter changes due to balloon deflations. Reported to the FDA on february 19, 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). This complaint was received as follows: "the balloons deflate (2 or 3 times). The catheters are placed by nurses. The balloon was tested before insertion. The lubricant used is the pdi - a lubricating jelly. The balloon was inflated with sterile water. The first balloon was deflated after ~ 8 h and the second after approx 24 h (first used: friday morning, 2nd: friday evening, 3rd sunday). Usually the catheters are changed every three weeks."